Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3014334038-2022-00108. A facility reported a cerelink icp probe basic kit (ID 826850) was placed in parenchymal area of a (B)(6)-year-old patient on (B)(6) 2022. Two hours after the sensor was placed, the icp mean started to read negative, then plunged to -50 and the sensor/extension cable error message displayed. They changed the extension cable (ID 826845) however, it did not correct the problem. A cerelink monitor (ID 826820) used was plugged into the wall and alarmed with ¿system fault detected, error code 1019, reboot in 2 minutes¿. The current mean at the time was 15 with a good waveform. The failure occurs after the patient moved. It is unknown if the sensor was disconnected from the monitor during each phase of transport. No patient injury reported.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10 the cerelink sensor (ID 826850) is not available for evaluation (discarded) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.